Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer states at the beginning of the day, the infimed computer would not turn on. Customer does not have back up capabilities. No reported injury.